Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that after 14 days of extracorporeal membrane oxygenation (ECMO) support, the xlung kit 230 was replaced due to the patient experiencing hypoxia. One hour after the kit was replaced, the patient was still experiencing hypoxia with a po2 of 48.8 mmhg and pco2 of 58.3 mmhg (decarboxylation was going well). Four hours after the replacement, the kit was changed to a rotaflow circuit. Later that evening (after changing to the rotaflow device), the patient¿s po2 had increased to 63 mmhg. The patient's estimated blood loss from the circuits being changed was 200 ml or less. No sample was available to be returned for evaluation.

Manufacturer narrative:
Additional information: d4 (expiration date omitted from initial report) this complaint captures the first of two consecutive blood loss events involving the same patient, please see associated MDR (MFR report #: 3012172416-2023-00015). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that after 14 days of extracorporeal membrane oxygenation (ECMO) support, the xlung kit 230 was replaced due to the patient experiencing hypoxia. An hour after replacing the kit, the patient was still experiencing hypoxia with a po2 of 48.8 mmhg and pco2 of 58.3 mmhg (decarboxylation was going well). There were no alarms that occurred. There was no specific allegation of a xenios product malfunction or deficiency. In addition, there were no visual defects noted with either of the xlung kits. The patient did not experience any serious adverse effects, nor did they require any medical intervention. After another three hours, the kit was changed to a rotaflow circuit and later that evening the patient¿s po2 had increased to 63 mmhg. The customer stated they could not estimate the amount of blood loss. It was said that the total volume from the two circuits would have been approximately 1240 ml. No sample was available to be returned for evaluation.

Event description:
A user facility reported that after 14 days of extracorporeal membrane oxygenation (ECMO) support, the xlung kit 230 was replaced due to the patient experiencing hypoxia. An hour after replacing the kit, the patient was still experiencing hypoxia with a po2 of 48.8 mmhg and pco2 of 58.3 mmhg (decarboxylation was going well). There were no alarms that occurred. There was no specific allegation of a xenios product malfunction or deficiency. In addition, there were no visual defects noted with either of the xlung kits. The patient did not experience any serious adverse effects, nor did they require any medical intervention. After another three hours, the kit was changed to a rotaflow circuit and later that evening the patient¿s po2 had increased to 63 mmhg. The customer stated they could not estimate the amount of blood loss. It was said that the total volume from the two circuits would have been approximately 1240 ml. No sample was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the sample was not available for evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. There was no specific allegation of a xenios product malfunction. The cause was presumably patient induced, and it is highly unlikely to detect a failure in a retention sample. Therefore, the retention sample analysis was not done. A review of the batch documentation was performed; no non-conformities were observed during the manufacturing process. The performance of the gas exchanger is influenced by application parameters like anticoagulation, blood flow, and sweep gas flow. High blood levels of fats or high fibrinogen can lead to secondary membrane formation in the oxygenator which may result in impaired gas exchange. The observed hypoxia did not improve significantly within the next few hours even after changing to a competitors¿ device.